Event description:
Patient status post right chest wall resection. Anesthesia to place epidural for pain control. Pressure test used and when epidural cath was attempted to be placed it would not advance. When removed from needle it was frayed and broken in two.